Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Device not yet returned.

Event description:
It was reported the device was cutting too deep/erratically and left furrows. The event occurred during surgery. Attempts are still being made for additional information.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on november 30, 2018, it was reported that the device was cutting too deep/erratically and left furrows. The customer returned an air dermatome device, serial number 110916, for evaluation. The customer also returned a hose and 1 inch/ 2 inch/ 3 inch/ 4 inch width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on december 20, 2018 revealed that the control bar was not in the proper position. The calibration was out of specifications at the zero setting only but within at all other settings. The motor speed was within specifications. The width plates passed inspection. Repair of the air dermatome was performed by zimmer biomet surgical on december 20, 2018 which included replacement of the vespel bearings and semi-circle bearings. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device was cutting too deep was confirmed since during the product review it was noted that the control bar was not in the proper position. The reported event that the device was erratic and left furrows was non-verifiable since during the product review it was noted that the device operated within motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was not in the proper position. However, the device operated within motor speed specifications when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.